Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient died and the nurses would like to collect all data to add in the patient folder on usb format.

Manufacturer narrative:
Correction: updated to reflect accurate customer problem statement.

Event description:
The customer reported that a patient died and the nurses would like to collect all data to add in the patient folder. The customer already printed the patient data and wants to know if we could have them in digital format. It was stated that the device was not a factor in the death and that this is only a request for assistance.

Manufacturer narrative:
The customer reported that the patient died and the nurses would like to collect all data to add in the patient's folder. The exact date of the event is unknown. The philips field support engineer (fse) confirmed that the customer wanted assistance in collecting the patient data in digital format. The data was printed in usb format, but they also wanted the digital format. The fse reported that the philips equipment did not cause the death. The field support engineer explained to the customer that it is not possible to retrieve the digital data unless a patient computer system with cases is installed, which is not the case, according to the doctor at the ICU. We will interpret this as indicating that this bedside monitor is not connected to a central station monitoring system. This does not represent a product malfunction. The product remains at the customer site. The complaint is considered as no malfunction of the device and no additional health risk could be identified. The monitoring was unrelated to the patient passing and was not causal or contributory. This complaint does not represent a product failure. No further investigation or action is warranted.